Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced ineffective stimulation with the l1 drg lead and shocking sensation due to one l1 drg lead. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the lead was explanted and replaced which resolved the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.